Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient alleged waking up in the morning with stomach gas and dizziness as a result of using the recalled device since september of 2017 and has not been able to sleep well. There was no report of serious patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation or particles. During the evaluation the customer's complaint was confirmed. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device returned to third party service center.